Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was 75% stenosed. The traveler rx balloon dilatation catheter was advanced to the lesion without issue, but ruptured during the first inflation at 8 atmospheres. The device was removed without issue. There was no adverse patient effects or clinically significant delay in procedure. A non-abbott balloon catheter was used with no issue. Then a non-abbott drug-eluting stent was deployed and the procedure was completed. No additional information was provided.